Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information revealed, that the patient underwent surgical intervention. Where in the ipg was explanted and replaced. Resolving the issue.

Manufacturer narrative:
It was reported to abbott, the patient¿s ipg became inoperable, due to user error. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.